Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set's tubing was cracked into half at the quick release when the patient removed the tubing from the package while changing the infusion set. The patient never inserted the infusion set. Reportedly, the infusions were stored in the dresser drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.